Event description:
The customer's father reported that the insulin pump went into threshold suspend when his blood glucose level was not low. The customer's sensor glucose reading was 60 mg/dl but his blood glucose level was 171 mg/dl. The customer's continuous glucose monitoring system was inaccurate and kept him up at night because it vibrated and beeped. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.